Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the surgeon did not hear the normal crunch when the device was fully fired, but heard more of a "snap" sound. When attempting to remove the device, the surgeon turned the knob 3/4 of a turn, but the device would not release. So, the surgeon closed the device back down and fired again. This was when the device cut. The surgeon then engaged the safety and was able to remove the device. Once the device was removed, the surgeon observed that the staples had not deployed into the tissue and were laying in the surgical field, unformed. The donuts were not removed from the device, and are still there. The surgeon completed the procedure by re-doing the anastomosis with another like device. No patient consequences were reported. There were no changes to the patient's post-op care and the patient has since been released to go home.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the surgeon applied the device, it cut but did not staple. It wouldn't release, so she clamped down again and then it released. The staples fired but didn't staple. Unknown how case was completed. There were no adverse consequences for the patient.